Event description:
It was reported that there was overpressure.

Manufacturer narrative:
Alleged failure: pressure on 35, but it was filling with water. Pressure was off because acted at way higher pressure. Salesforce case number (B)(4). The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be: 1) surgeon technique including incision sizes and procedure time, 2) variations in scope or cannula size or condition, 3) software error, 4) user settings, or 5) inflow cassette inserted improperly. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was overpressure.